Event description:
Patient came into clinic for epoch 24hr chemo infusion bag change. While disconnecting the previous days 24hr chemo bag, rn noticed the pump had malfunctioned and patient only received approximately 200ml of chemo out of the 500ml bag but the reservoir volume indicated there should only be 4ml remaining to be infused. Patient said at 4am the pump alerted him that there was air in the line and needed to be primed. This prompted the patient to call infusystem in which infusystem guided him, and the alarm stopped, the green light was noted to be flashing. M.d and pharmacy made aware of pump malfunction. M.d adjusted subsequent dose. New 24hr epoch infusion bag connected to a new infusion pump.